Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00 x 12mm synergy ii drug-eluting stent was selected for use to treat the lesion. However, it was noted that the stent strut was frayed. The device was never used inside the patient. No patient complications were reported.